Event description:
The customer's pump shut down unexpectedly, but he was able to turn it back on and reported the pump was at 50 percent battery life. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.